Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the customer had a catheter disconnect from the pump while it was in use and it migrated to the upper rectum. She went to (B)(6) hospital and they had to remove the catheter under anaesthetic. The patient is well. She has recommenced using her peristeen on medical advice with no adverse effects, she has not experienced any bleeding or pain. She has a new peristeen kit and reports that there were no issues with her previous system as far as the connectors. She was in hospital for 2 days.